Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified.

Event description:
On (B)(6) 2013, patient reported 4 infusion sets from the same box have leaked a large amount of insulin. The leaks occurred about 2 hours following insertion and were near the connector of the tube and headset. She did hear an audible click upon connecting those pieces. The headsets are inserted with an insertion device, and she does practice site rotation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue. The alleged infusion sets were discarded and will not be returned for evaluation, and she was unable to provide the lot number or expiration date. She was sent replacement product.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.